Event description:
It was reported that patient had their implantable pulse generator (ipg) was explanted electively to take advantage of new technology therefore this issue is no longer reportable. Patient is stable.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient may undergo surgical intervention to replace their implantable pulse generator. The reason is currently unknown. Patient is stable.